Manufacturer narrative:
Results: the jet7 was fractured approximately 8.5 cm from the hub. The device was kinked approximately 7.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture and revealed a kink near the fracture. If the device is forcefully advanced against resistance, it may become kinked. If the kinked device is further manipulated, the kink may worsen to a fracture. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 1.3005168196-2019.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02461.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), velocity delivery microcatheter (velocity), neuron max 6f 088 long sheath (neuron max), and wire. During the procedure, while advancing the jet7 through the neuron max and past the ophthalmic artery (oa) with a wire and without a microcatheter, the physician experienced resistance; subsequently, the physician advanced the velocity through the jet7 to assist with the pass but the velocity was unable to get around the oa; therefore, it was removed. While attempting to re-advance the jet7 past the oa with the wire and without a microcatheter again, the physician experienced resistance, and the jet7 broke at the proximal end; therefore, it was removed. The procedure was completed using another jet7, a penumbra system 3max reperfusion catheter (3maxc), the same neuron max, and a wire. There was no report of an adverse effect to the patient.